Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). Visual inspection revealed no anomalies. Bench analysis found capacitor failure. Conclusion: confirmed battery removal failure caused by a capacitor failure.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed one incoming functional test involving battery removal and it was therefore noted that the main printed circuit board was out of specification electrically. Analysis further noted that the lead flex cover, upper and lower cases, battery drawer and two side bail covers were broken and that the battery contacts were compressed. (B)(4).